Event description:
Information was received that during use of this smiths medical cadd ms3 pumps, the pumps (B)(4) started to sound siren like noise then turned off. The patient spouse reported that he tried to turn the pump back on, but it did not respond to any keys. The current dose is 9nkm at 0.012ml/hr. Subsequently, the patient switched to back up pump. The pump was replaced. No reported adverse effects.

Manufacturer narrative:
Evaluation results: one cadd-ms 3 was returned for investigation. The customer's reported product problem was verified. The pwa board is not functioning properly and was replaced.